Manufacturer narrative:
G4:06feb2021; b4:22feb2021; h11:g5:k102985. H10:the power management board was returned to the manufacturer for failure investigation (fi) analysis. The customer complaint was verified. The root cause is the failure of regulator ic u11. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 19oct2020. B4: 05nov2020. The field service engineer (fse) confirmed the failure. The (fse) also identified a failure in manipulation of navigation ring and mix accuracy test. The fse advised replacement of the power management printed circuit assembly (pca), navigation ring, and flow sensor assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:09mar2021, b4:10mar2021. Additional device evaluation was received that when the screen turned blank (blackout) the alarm did not sound. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28oct2020.

Event description:
The customer reported the screen turned blank (blackout) and they could not operate it and failed to turn off the power. The unit was not in use, and there was no patient or user harm reported.

Manufacturer narrative:
G4:04dec2020. B4:07dec2020. The sales representative confirmed the failure, and the fse (field service engineer) later confirmed the failure at the repair site. The fse's evaluation identified a failure in the manipulation of the navigation ring and mix accuracy test. The fse advised the replacement of the power management printed circuit assembly (pca), navigation (nav) ring, and flow sensor assembly. The fse replaced the power management board to correct the reported issue and replace the front bezel and the flow sensor to resolve the other problems identified during the evaluation. The unit passed the performance verification testing, and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.